Manufacturer narrative:
(B)(4). The device was manufactured 09/11/2014 - 09/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was protruding from the device. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available. This is report 10 of 21.